Event description:
A pump alarm was reported during insulin delivery. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support guided the customer through the proper loading technique for a new cartridge, allowing them to resume insulin therapy successfully.